Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed: the received guide wire was found to be broken from around two-third of its length. The two broken segments were found to be bent as well. Breakage surface was visually inspected under a microscope which revealed that the breakage was ductile in nature. Severe deformation and dents were visible near the breakage point. Scratches were also found over the surface of guide wire close to the breakage point. All these signs indicate that the guide wire was sheared off during reaming. The bend, as observed in the wire, leads to increase in friction between the guide wire and reamer, which ultimately leads to material deterioration and an ultimate failure. The batch record could not be reviewed because the lot number was abraded on the returned device and the lot number was not communicated otherwise. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The breakage most likely happened due to an improper insertion of the guide wire and a subsequent intra-operative interaction of it with the reamer during the reaming process. Careful handling during reaming is recommended to avoid instrument damages. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "while the surgeon performs the initial drilling for the tibial t2 clavop, the olive guide is split, in its proximal portion, which can be removed with a rochester forceps, without any other novelty."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "while the surgeon performs the initial drilling for the tibial t2 clavop, the olive guide is split, in its proximal portion, which can be removed with a rochester forceps, without any other novelty."